Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 600mg/dl. Customer stated that she was not feeling well and needed to go to the emergency room. Customer stated that she was not able to get her blood glucose value under 600mg/dl and she was throwing up and when she removed her infusion set there was puss. Insulin pump will not be returned for analysis.